Event description:
During insertion, the tubing separated from the adapter.

Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)